Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 6.2 cm in diameter thoracic aortic aneurysm. It was reported that there was heavy calcium in the iliac artery and that the iliac artery was a small vessel. A 44x44x150 valiant device could not be advanced through the iliac artery to the target aneurysm during the index procedure. The device was removed from the patient, the stent graft was not implanted in the patient. The 44x44x150 valiant stent graft cover was damaged due to patient anatomy; it was presumed to be due to calcium within the vessel. The physician elected to place an endoconduit in the iliac artery to facilitate the advancement of another valiant device. A valiant 44x44x200 stent graft was then successfully advanced and implanted. Per the physician, the patient anatomy of a small and severely calcified arteries were the cause of the positioning difficulty. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.